Event description:
The account alleged the head section will not lower.

Manufacturer narrative:
The technician found a loose connector to the main housing. The technician secured the connectors to repair the bed.